Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing episodes of diabetic ketoacidosis and "severe" low blood glucose levels, however, specific values were not provided. Cause was unknown. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.